Event description:
It was reported that closed reduction was performed to treat luxation.

Manufacturer narrative:
It was reported that a closed reduction was performed to luxation. The devices intended for use in treatment were not returned for investigation nor was the provided information sufficient to determine the exact article or batch number. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. Upon medical investigation the root cause of the reported luxation and closed reduction could not be determined due to the limited information provided. However, the op reports did indicate that the dislocation was connected to everyday movements and that no revision or surgery was performed. Furthermore, it was reported that the patient passed away with no connection to the reported event. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. The IFU (lit. No. 12.23 ed. 05/16) identifies luxation as a known risk factor. The associated risk is covered in the current risk analysis. Based on available information it is not possible clearly identify the root cause for the reported luxation. The need for corrective action is not indicated. Smith + nephew will continue to monitor these devices for similar issues. This complaint will be re-assessed should additional information become available.